Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-sep-2023. H.6. Investigation summary: bd received a q-syte closed luer access port device with a black strand caught in between the septum and the q-syte body. The shape and the color of the black strand leads us to believe that it is a strand of hair. The reported issue confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd q-syte luer access split septum foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: detection of a particle in a unit of the product, q-syte, lot 3030723. Although the level of occurrence of the failure is low, customer consider it is necessary to report it since if it is not detected by us it can reach the final consumer, causing serious inconveniences. Additional information received on june 30, 2023: 1 unit affected. The fault was detected in the process. What happened is not a minor problem since we had a similar situation that caused us very serious problems, and in the reality is that the particle inside the q-syte is not easy to detect.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte connector with a black strand caught in between the septum and the q-syte body. The shape and the color of the black strand leads us to believe that it is a strand of hair. The reported issue confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: detection of a particle in a unit of the product, q-syte, lot 3030723. Although the level of occurrence of the failure is low, customer consider it is necessary to report it since if it is not detected by us it can reach the final consumer, causing serious inconveniences. Additional information received on june 30, 2023: 1 unit affected. The fault was detected in the process. What happened is not a minor problem since we had a similar situation that caused us very serious problems, and in the reality is that the particle inside the q-syte is not easy to detect.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: detection of a particle in a unit of the product, q-syte, lot 3030723. Although the level of occurrence of the failure is low, customer consider it is necessary to report it since if it is not detected by us it can reach the final consumer, causing serious inconveniences. Additional information received on june 30, 2023: 1 unit affected. The fault was detected in the process. What happened is not a minor problem since we had a similar situation that caused us very serious problems, and in the reality is that the particle inside the q-syte is not easy to detect.